Manufacturer narrative:
Per additional information received, this event (event: (B)(6)) will be voided as it is a duplicate event. Therefore, the initial FDA report will be unreported. The original true event was already submitted to FDA via report number: 3004939290-2024-00542.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6-12f mynx control venous vascular closure device (vcd) pulled through. Hemostasis was achieved using manual compression. There were no reports of patient injury. There were no deviations from the standard handling and preparation procedures for the device. The device was inspected for any visible defects prior to use. The mynx vascular closure device (vcd) was used in an interventional procedure, which employed a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to the instructions for use (IFU). The balloon did not lose pressure. The device will not be returned for evaluation.